Manufacturer narrative:
Additional information: the system and handpiece were examined and the reported event was not replicated. The system was tested and found to meet product specifications. The company representative did not indicate finding any issues with the handpiece, that would be associated with the reported event. The system was manufactured on june 2, 2015. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nursing technician reported that a handpiece kept getting occluded during a procedure. The procedure was completed, there was no patient harm.